Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two tibial impactors have broken. The customer has reported that they both broke into 2 pieces, nothing was left in the patient. Another impactor was using to finish the case. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for analysis. Based on the photographic evidence review, allegation was not confirmed. The attached image is of a representative sample and not the alleged device. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.